Event description:
It was reported to boston scientific corporation that during unpacking, as an uphold vaginal support system was being opened, the packaging was discovered to be damaged. Reportedly, one corner of the outer box packaging was crushed, the seal on one side of the inner box packaging appeared to be compromised, and the sterility of the product was in question. The device was reportedly not used for any procedure and was disposed.